Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. It was reported that after a urogynecological procedure where this device was implanted, the patient experienced menometrorrhagia, pelvic pain, uterine descensus, pelvic relaxation and mesh erosion. Treatment includes revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.